Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of this incident, a field service engineer (fse) confirmed that the issue was resolved by customer. The system functioned as intended after the issue was resolved by customer.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a door was failed. The customer stated that the malfunction occurred while user tried to issue medication to a patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a door was failed. The customer stated that the malfunction occurred while user tried to issue medication to a patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.